Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopy procedure performed on (B)(6) 2020. During the procedure, a non-bsc device was passed down and was pushed out of an olympus 190 scope working channel. However, an already deployed resolution 360 clip must had been suctioned back into the scope channel, was retained in the scope. The procedure was completed with more resolution 360 clip device. It was noted that the scope was reprocessed correctly according to olympus directions for use (dfus) with a bed side clean, manual clean and high level disinfectant. During a separate procedure performed with the same endoscope on (B)(6) 2020, the retained clip was pushed out of the scope into the patient and had to be retrieved in the patient's esophagus. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.